Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified left anterior descending artery. A 2.50 x 38 mm synergy ii drug eluting stent was deployed, but a wire for protection in the first diagonal would not be removed. When the wire was pulled forcibly, the stent was deformed. An attempt was made to deliver a balloon catheter and a micro catheter but the deformed stent was elongated. Five balloon catheters failed to cross the lesion- two non-bsc devices an three nc emerge balloons, 12 x 3.5 mm, 8 x 3.5 mm, and 8 x 4.0. Eventually two non-bsc stents were deployed over the deformed synergy stent and the procedure was completed. The patient condition was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified left anterior descending artery. A 2.50 x 38mm synergy ii drug eluting stent was deployed, but a wire for protection in the first diagonal would not be removed. When the wire was pulled forcibly, the stent was deformed. An attempt was made to deliver a balloon catheter and a micro catheter but the deformed stent was elongated. Five balloon catheters failed to cross the lesion - two non-bsc devices and three nc emerge balloons, 12x3.5mm, 8x3.5mm, and 8x4.0. Eventually two non-bsc stents were deployed over the deformed synergy stent and the procedure was completed. The patient condition was good. It was further reported that the target lesion was 75% stenosed and the left anterior descending artery (lad) was severely tortuous. The proximal lad had a diameter of 3.5mm and the distal lad, 2.5mm. The lesion length was 35mm. The non-bsc wire had entered the thickly calcified first diagonal spirally and became caught between the synergy stent and the calcification so it could not be removed.

Manufacturer narrative:
Device is a combination product.